Manufacturer narrative:
D4 (catalog, serial) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Purge pressure low: the cause of the purge pressure low was a purge leak from the polycarbonate yellow luer on the purge sidearm. However, the cause of the leak was not determined. The supplier investigation of similar complaint, (B)(4), indicated possible high tension in combination with disinfectants and certain drug ingredients like for example oil, alcohol, lipids but was unable to confirm. Fluid leak-side arm: the fluid leak-side arm originated from a crack in the polycarbonate yellow luer on the purge sidearm; however, the cause of this leak was not determined. The supplier investigation of similar complaint, 23-20331-1, indicated possible high tension in combination with disinfectants and certain drug ingredients like for example oil, alcohol, lipids but was unable to confirm. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via right femoral artery in a male of unknown age who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 2 of support, "pp low" alarmed. Leakage was at the yellow luer on the purge side arm, not at the side of the purge cassette purge line. The device was explanted and pump exchanged. The purge issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D9: device return information added the impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.